Manufacturer narrative:
Date of event - estimated since unknown.

Event description:
Reported via social media. It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed the closure device was tilted. A bioptome lead was inserted, which released the closure device free into the left atrium. A non-boston scientific grasping device was utilized. The closure device was ultimately extracted. No additional information is known.